Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment; device shut off on patient. It was confirmed that the display was scratched and there was evidence that the display had been tampered with. Analysis did find that the upper/lower case and one side bail cover were broken. The lead flex cover and battery drawer were contaminated. The battery contacts were compressed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the epg (external pulse generator) shut off while on a patient. It was further noted there was a scratch on the screen. No patient complications were reported as a result of this event.